Manufacturer narrative:
(B)(4). There was no sample received for analysis. Only pictures of the samples were received for analysis. Upon visual inspection of the pictures, the package appears to be broken at one of the corners; the damage appears to have caused sterility breach. The damage appears to be consistent with handling or storing conditions. However, no definitive conclusion could be reached as the samples were not returned for analysis. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.

Manufacturer narrative:
(B)(4). Date sent: 06/07/2016.

Event description:
It was reported that prior to an unknown procedure, the harmonics packaging was severely damaged on transportation; therefore when delivered to the hospital they were no longer sterile and the packaging had snapped. Packaging snapped at the same corner on two devices. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n9013h. The analysis results found that the harh36 device was returned inside its package. In addition, photos were provided showing the damage to the blister. Upon visual inspection, it was observed that the blister from the packaging was damaged; the blister was found to be broken at one of the corners of the package, compromising sterility. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.